Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a pulmonary vein isolation a faradrive steerable sheath was selected for use. During preparation, it was noticed that the dilator was broken coming out of the box, the tip was not smooth and looked like it was bumped. The sheath was replaced, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis as it was discarded.